Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and updates to fields d4 and h3. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most likely cause was also not identified. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in tjf-260 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-260 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the duodenovideoscope had a foreign object that could not be removed from the biopsy channel. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation, as well as corrections to field b5, h2, h6, and h11. The device was returned to olympus, but was not sent for repair as the customer's report was not confirmed, and no other defects were found. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported customer issue could not be determined. Olympus presumed the most likely cause to be expected or random component failure without any design or manufacturing issue.

Event description:
The customer clarified that when the endoscope was being cleaned after use, a brush head fractured inside the biopsy channel of the endoscope. The user removed the fractured brush head, and sent the device back to olympus.